Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058.. Routine testing confirmed that the pad-pak was first was installed by the customer on the 6th may 2009 and performed self tests up to the 15th may 2016. Temperatures are recorded below the recommended standby temperature for the device. Multiple manual power ups of ten minutes duration were observed in the device memory between the 17th may 2016 and the last log entry on the 9th june 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.